Event description:
It was reported that pump experienced malfunction that showed code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, confirmed malfunction did not recur, reloaded cartridge, and planned to resume insulin after shower, while technical support advised customer to continue using pump and to call back if malfunction returned, and no further follow-up was required.